Manufacturer narrative:
Per information received on june 28, 2022, the date of explant under field d6b has been updated to (B)(6) 2022. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 9, 2022, mentor became aware that the date of surgery has been cancelled and a new date of surgery has not been scheduled yet. Hence, following fields have been updated on this form: fields d6b for explantation date is blank. Field h6 health effect - impact code has been updated to ¿serious injury/ illness/ impairment¿ . Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown, and generalized illness symptoms including hair loss, and skin changes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 6, 2022, mentor became aware that the replacement devices used were catalog number 3504001bc; serial number (B)(6) on the left side, and catalog number 3504001bc; serial number (B)(6) on the right side. On june 14, 2022, the mentor failure analysis lab received the right side device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the right side device indicated that the date of surgery was (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii/iii, and generalized illness. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown, and generalized illness symptoms including hair loss, and skin changes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On march 25, 2022, mentor became aware that bilateral baker grade experienced by the patient is ii/iii, and the date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right capsular contracture; baker grade ii/iii, and generalized illness since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 25, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).